Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device hose was ruptured and the device was worn/cosmetic damage. The device also failed pretests for visual assessment, hose assessment and muffler tube assessment. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the motor device had a hole in the hose which caused an air leak. During in-house engineering evaluation, it was determined that the device hose had ruptured and had cosmetic damage (worn). The device also failed pretests for visual assessment, hose assessment and muffler tube assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.